Event description:
The following was reported to hamilton medical ag: a customer had an irregular event in the intensive care: it was impossible to operate the unit when they pushed the on/off button. We couldn't reproduce the on/off button problem. Patient was not harmed.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).